Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient's right ventricular lead became dislodged. It was mentioned that the lead was too short for the patient. The lead was explanted and replaced with a longer lead. Patient had no complications or issues during or after the procedure.

Event description:
New information received noted that the lead exhibited worsening capture thresholds and sensing.